Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited far field r-wave oversensing . No intervention was performed. No patient consequences.